Event description:
The customer reported that they got an error code on this device that did not resolve with cycling the power. There was no negative patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.